Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump audible tones were not as loud as they used to be. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.